Event description:
It was reported that the right atrial (ra) lead exhibited increased thresholds, high impedance and oversensing. It was noted that the setscrew had "not been tightened completely. The implantable pulse generator (ipg) remains in use. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.